Event description:
An inflammatory mass was reported. It was stated that patient had a "tumor" that began approx. 6 months ago and developed within approx. 4 months. Morphine was initially infused via the pump "which quit working" approx. 1.5 years after implant and was switched to dilaudid. Patient had bladder and ambulation issues. Patient had surgery to remove the drug infusion system and the catheter tip was noted to be inside the tumor. Following surgery patient had numbness from his chest to his knee and in to his left leg along with spasms and a stabbing pain on the right side of his body. Patient was told that they had to move his spine over to remove the inflammatory mass and the drug infusion system. Additional information received from the healthcare provider reported that the mass was diagnosed on (B)(6) 2011 on MRI. Patient had complained of recent increase in pain, band like or radicular pain t.10. A culture was done, results wer unavailable. Patient had no neurological deficits. During surgical procedure when the dura was opened, the spinal cord was noted to be swollen. The surgeon brought in ultrasound that identified the mass. Microscopic dissection was done of the right t.10 root, the dura was cut to the root sleeve and the granuloma was visualized. The granuloma was carefully dissected off the anterior dura and separated from the cord. The tip of the catheter was noted to be directly in the granuloma; the catheter was cut and the granuloma was removed with the catheter attached and was sent to pathology. They were able to then remove the catheter completely thereafter and close the dura and the lumbar incision. The pump was then removed. No complications were noted.

Event description:
Additional information reported that the patient started falling and went to see the doctor in december at which time he had x-rays and MRI¿s that identified the mass. It was also noted that the patient¿s bladder problem started around the time the pump was implanted and the patient had to get catheters put in.

Event description:
Additional information reported that the patient started falling and went to see the doctor in december at which time he had x-rays and MRI¿s that identified the mass. It was also noted that the patient¿s bladder problem started around the time the pump was implanted and the patient had to get catheters put in.

Manufacturer narrative:
Catheter: model: 8709sc, lot# n172903006, implanted: 2008 (B)(6), explanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On 2015 (B)(6), additional information was received from a consumer. The indications for use of the implantable pump were non-malignant pain and arachnoiditis. It was reported the patient experienced a big knot where the pump was removed. The spasms were now occurring in both legs.